Event description:
Smith and nephew negative pressure wound therapy - foam dressing. Adherence in large abdominal wound. Pt with open wound since hernia repair on (B)(6) 2012; latest surgery to address seroma with post op application of negative pressure wound therapy; in this case the s and n device. Initially the gauze dressing set was used (per pt history), but the home health nurse did not like the gauze, so the foam dressing set was ordered. Per the pt the home nurses "pulled hard" to remove the foam pieces. Pt no longer homebound, referred to outpatient wound care. Certified wound specialist and staff unable to remove primary foam piece (2 of 2) despite saline irrigation. To avoid creating a bleeding issue or worse, we had to leave the adherent piece in place and bring the pt back 12 hours later for additional irrigation. Fortunately, the piece was loosened and it took another 20 minutes to remove the foam piece without damaging the tissue or creating an more adverse event. Pt alert and oriented, reliable historian. Diagnosis or reason for use: abdominal wound. Additional info: this occured on (B)(6) 2013. We were fortunate the foam piece was able to be removed without further surgical referral.